Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope for annual maintenance. Upon inspection and testing of the returned device, there was a gap of the adhesive on the distal end. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Date of event: (B)(6) 2022. The device was returned for evaluation. The device evaluation found cracks on the light guide cover lens, charged coupled device cover lens, charged coupled device cover lens adhesive and scratches were found on the grip unit, the scope body, scope cover and switch box unit. There was damage on the acoustic lens, the lens was peeling off and there was a dent on the probe unit. The forceps cover was leaking, the distal end forceps cover and the suction cylinder were both deformed, the glue on the bending section cover was chipped, there were buckles on the connecting tube and there were kinks on the universal cord. The seat holder was corroded, the contact pin on the electrical connector unit was dirty, the scope connector cover had a defective thread and the biopsy channel had cuts. Paint was peeling off on the angle knobs, suction cylinder nut and the air/water cylinder nut. There was angulation play and the up/down knobs had less angulation as the angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-mar-2022. Clarification to b3 of the initial medwatch, the date reported was based on when the pae was found. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that tip adhesive was peeling due to stress or handling by the user. However, the root cause could not be determined. The following is included in the IFU and may help detect the event: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, having objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.